Manufacturer narrative:
Product event summary - the full lead was returned and analysis was performed and no anomalies were found.

Event description:
It was reported that the patient was experiencing phrenic/diaphragmatic stimulation from the atrial lead. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).